Event description:
Doctor was using a slender hysteroscope at the beginning of a diagnostic hysteroscopy when the uterus was perforated. Doctor had performed a diagnostic laparoscopic procedure for endometriosis before the hysteroscopy, so he reopened the lap entry port to assess the perforation; it was approximately 2 cm in size. No further treatment was necessary. A cystoscopy was also done to verify if there was a bladder peforation and none was found. Hysteroscopy was not completed. Patient condition good. Although hospital does not know the part number of the instrument used, they do know the instrument was in good working condition.